Event description:
Olympus medical system corp. (Omsc) was informed that during uncertain surgery, the ptfe pad of the subject device was deformed. The surgery was completed with another t3905. There was no report of injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad on the grasping section was separated partially and the metal part was exposed. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, we have concluded that the ptfe pad was separated partially due to a local increase of the temperature by activating the ultrasound output while nothing was grasped between the probe and the grasping section. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, improper handling the subject device cannot be ruled out as a contributory factor to this event. This report is being submitted as a medical device report in an abundance of caution.